Manufacturer narrative:
Evaluation statement. The customer reported magnesium sulfate infusing as a secondary and primary tubing closest to patient turned blue. The customer provided a photo showing at least two infusion sets and an infusion bag bundled in a plastic bag. Dark blue colored/tinted fluid was observed to be within the tubing areas above and below a set's lower smartsite port. A green alcohol cap was attached onto the smartsite port. Received were the following used samples- 1)primary set model 2426-0007 lot 20045398, 2)secondary set model 72213n lot 20033337, 3)full non-bd (baxter) 500ml infusion bag 0.9% sodium chloride injection usp lot v19j09a exp apr21, 4)approximately half full non-bd (wg critical care) 50ml infusion bag magnesium sulfate in water for injection lot 00049 exp 02-2023, 5)full non-bd (baxter) 100ml infusion bag 0.9% sodium chloride injection usp lot p403634 exp apr21, 6)two non-bd (3m curos) disinfecting cap for needleless connectors, and 7)non-bd (3m curos) disinfecting cap for male luers. The samples were received attached to each other: primary set's drip chamber spike to 500ml infusion bag. Secondary set's male luer to primary set's top smartsite. Secondary set's drip chamber spike to 50ml infusion bag. Disinfecting caps for needleless connectors to primary set's middle and lower smartsites. Disinfecting cap for male luer to primary set's male luer. Initial observation of the as-received samples observed dark blue colored/tinted fluid within the tubing areas above and below the primary set's lower smartsite port. The tinted fluid was more noticeable within the tubing between the lower smartsite port and male luer components. The set samples were inspected for kinks, holes/tears in the tubing, or damages to the components. No other issue was observed. No testing was deemed necessary. Previous investigations have confirmed reported fluid turning blue. This can occur in set models that have smartsite components. The root cause of fluid turning blue is due to a supplier issue of the smartsite piston component not being mixed properly before molding and leeching out to the medication when the piston is activated. Cobalt and chromium are components of the colorant, holcosil, used to give the blue color to the piston and is highly soluble in certain fluid solvents and insoluble in other fluid solvents. The reported medication fluid in use was researched to have chemical structures that were soluble with the colorant. The device history record for set model 2426-0007 lot 20045398 shows the set was manufactured on 03apr2020 with a total of (B)(4) units built. There were no related quality notifications issued during the production build of this set.

Event description:
It was reported that as lvp 20d 3ss cv tubing turned blue. The following information was provided by the initial reporter: material #: 2426-0007. Batch #: 20045398. It was reported magnesium sulfate infusing as a secondary, primary tubing closest to patient turned blue. Report source 15 jul 2020: magnesium sulfate infusing as a secondary, nurse noticed the primary tubing closest to the patient turned blue. Tubing was saved but packaging was not.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that as lvp 20d 3ss cv tubing turned blue. The following information was provided by the initial reporter: material #: 2426-0007 batch #: 20045398 it was reported magnesium sulfate infusing as a secondary, primary tubing closest to patient turned blue. Report source 15 jul 2020: magnesium sulfate infusing as a secondary, nurse noticed the primary tubing closest to the patient turned blue. Tubing was saved but packaging was not.